Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis is normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to infection.